Event description:
Information received indicates the siderail is not working and will not go up.

Manufacturer narrative:
The technician replaced the siderail to repair the bed. Analysis of the returned part indicated the siderail would not latch.